Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). UDI:(B)(6). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports. The last repair was (B)(6) 2019 where it was reported that the device needed repair and the needle bearing, bearings, spring seal, seal/strain relief, o-ring, plug harness assembly, switch, motor, vespel bearings, and semi-circle bearings were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated electric dermatome power supply serial number (B)(4) one time as documented in the repair reports. The last repair was (B)(6) 2019 where it was reported that the device needed repair and the device was evaluated with no components replaced. This is not a related issue. Note: complaint history search was done on item number 00882100100 only as that is the only electric dermatome. Complaint history search also included item numbers 00882100600, 00882181700, and 00883100600 for power supplies. Further action not required as two or less complaints were identified with the same item and lot combination. On (B)(6) 2019, it was reported that the hand piece started and would barely run. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, serial number (B)(4), for evaluation. Product review of the electric dermatome on (B)(6) 2019 revealed that the motor was running erratically. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. Product review of the electric dermatome power supply on (B)(6) 2019 revealed that there was no direct current (dc) output; the power supply board was not working. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the seal/strain relief, needle bearing, plug harness assembly, switch, motor, semi-circle bearings, and vespel bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Repair of the electric dermatome power supply was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the power supply board. Electric dermatome power supply, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Service notification number 300183856 dated september 13, 2019. While the returned product investigation confirmed that the electric dermatome was malfunctioning due to a failed motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the seal/strain relief, needle bearing, plug harness assembly, switch, motor, semi-circle bearings, vespel bearings, and power supply board were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It has been reported the handpiece started and would barely run. Event occurred during testing. Upon product review of the electric dermatome on (B)(6) 2019 it revealed that the motor was running erratically. There was no harm or extension (beyond the minimal additional time that is a customary amount of time for the access and exchange of a product or supply) and an alternate product was available for use to complete the procedure.